Event description:
It was reported that during a laparoscopic anterior resection procedure, when the scrub nurse cleaned the device with activation under water and wiped it with a gauze between using on the pt, the tissue pad had fallen off from the jaw. The tissue pad was complete except it fell off from the jaw of the device. There were no adverse consequences to the pt.

Manufacturer narrative:
Info not available, device not returned for analysis.